Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 59 mg/dl (aviva) and 100 mg/dl (advantage) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the advantage system. (B)(4).

Event description:
It was reported that the 9900 system would not boot prior to a case. The procedure was completed with another system. No patient injury was reported.